Event description:
A nurse reported that during a procedure, a retinal system had an infusion block. The patient experienced a globe collapse. The procedure was completed with the same system with no delay. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).